Manufacturer narrative:
The product is available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
The target lesion was below the knee (cto). The vessel was not calcified or tortuous. Rate of stenosis was unk. The prowler microcatheter 606-2511 (complaint product) became stuck at the target lesion during advancement. As the catheter was pulled back with strong force, it appeared to be stretched. The catheter was pulled back entirely from the pt successfully. The procedure was completed using another product without pt injury. The device did not kink or bend at anytime prior to the resistance/friction. The other devices used with the product did not kink or bend at any time. The device had not been resterilized.